Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Did the procedure being prolonged cause any change to the patient care? Did retrieval of the piece of the gold cartridge alter the procedure in any way? If yes, please explain. Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a lap gastric sleeve, the stapler closed without difficulty, we waited the recommended ten seconds and fired. The blade traveled the entire length of the stapler but there was an unusual sound half way through. Once released, the staple line was nonexistent on the remnant side with a gaping, bleeding hole in the stomach. The staples were incompletely formed on the sleeve side but were at least present preventing further spillage or bleeding. They needed to close the remnant and then hand sewed the entire misfired staple line before re-enforcing with omentum. During this hand sewing they found a piece of the gold cartridge that had been sheared off by the blade. They removed all the staples left in the crotch of the staple line before the next firing was done. This was only the second firing of the device. The scrub tech diligently cleans the stapler between uses. So far the patient is okay. Case completed with another device of the same product code.